Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing a sleeve during a gastric sleeve procedure, it was stated that the surgeon was able to press the green button, however the handle was not able to squeeze, hence the stapler did not fire. Another handle and reload was then used to complete the case. There was no patient injury.